Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received no delivery alarms even after changing infusion set and reservoir. Customer's blood glucose was 292 mg/dl. During troubleshooting with plunger and a 5.0 unit fixed prime, customer was able to see insulin exit with plunger push and infusion set change. Customer was advised that occlusion may have been due to site or set. Customer reported of not being sure why blood glucose dropped to 46 mg/dl the day prior to call. Customer was found by sister and was treated with liquid glucose. Customer was advised that infusion set and reservoir would be replaced.